Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the morning after the implant procedure, the right ventricular lead exhibited high capture thresholds. The patient was asymptomatic. A chest x-ray was performed which revealed no anomalies. The patient was checked again prior to being discharged and capture thresholds had dropped. The physician elected to leave the device programmed as is and discharge the patient.